Manufacturer narrative:
************************* **Initial 1 of 2.E1: Name: TandemCountry: United States of AmericaStreet: 11045 Roselle streetStreet 2: Suite 200City: San DiegoState: CaliforniaZip Code: 92121Required Intervention to Prevent Permanent Impairment/Damage (Devices).Based on the available information, this event is deemed to be serious injury To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: (b)(4)Manufacturing Site: (b)(4).

Event description:
It was reported that the patient faced infusion set cannula bent event on (b)(6) 2026 patient had high blood glucose with ketones, patient having trembling in arms and legs and first went to Emergency Room and was subsequently hospitalized ICU admission and Treated with IV and fluids of saline and insulin